Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope while the user was handling the device due to a leak in the biopsy channel, which led to an abnormality in the electrical parts, and resulted in the displayed error message (e315) temporarily. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, due to damage on biopsy channel (ch-tube), water tightness was lost, due to damage on the charged coupled device (ccd) unit the specified resolving power was not obtained, the control unit was dirty, the universal cord had a scratch, and the image guide protector had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing for a diagnostic bronchoscopy procedure, the evis lucera elite bronchovideoscope exhibited unsupported scope error code e315. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.